Event description:
While a user was positioning a ceiling mounted radiation shield, the shield became detached at the point where it is secure to the vertically articulating spring arm and landed on the user's foot.

Manufacturer narrative:
The radiation shield was examined by a berchtold field service rep on (B)(4) 2012. The radiation shield is secured to one arm of a triple arm ceiling mounted surgical light system with the other two arms holding surgical lampheads. The shield is held in the vertically articulating spring arm by a security key. The security key is held in the spring arm by a collar that covers the key, and the collar is secure to the arm via a retaining screw. The security key and the collar were found, but the retaining screw that holds the collar in place was not found. No other discrepancies were found with the spring arm or the radiation shield. The radiation shield was reinstalled with the original security key and collar, and a new collar retaining screw was installed and secured. The system was placed back in to service.